Manufacturer narrative:
A stryker field service technician visually and mechanically inspected the flat panel spring arm. It was noted during this inspection that the m3 screw would not attach as the nut used to secure the screw was missing. The fst had to order the nut and return for service. The account received the nut and replaced it prior to the return of the fst. When the fst returned, he inspected the installation of the nut and verified the correct installation and the security of the m3 screw. The product was returned to use by the customer without incident. There was no reported patient involvement or adverse consequences.

Event description:
During service, it was reported that the field service technician noticed light 1 in or3 was allegedly missing the m3 screw as well as the nut that holds the m3 screw. The m3 screw keeps the spring arm's safety collar in place and, if missing, could lead to the light head detaching from the spring arm. There was no reported patient involvement or adverse consequences.

Event description:
During service, it was reported that the field service technician noticed light 1 in or3 was allegedly missing the m3 screw as well as the nut that holds the m3 screw. The m3 screw keeps the spring arm's safety collar in place and, if missing, could lead to the light head detaching from the spring arm. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
During service, it was reported that the field service technician noticed light 1 in or3 was allegedly missing the m3 screw as well as the nut that holds the m3 screw. The investigation by the stryker field service technician is ongoing and the conclusions will be reported in a follow up submission.